Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024; UDI: (B)(4); ubd: 2026-02-23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 200 mcg (dose) vi an implantable pump for unknown indications for use. It was reported that the patient reported symptoms of withdrawal. There were no environmental/external/patient factors that could have led or cont ributed to the issue. Diagnostics/troubleshooting performed included the managing physician attempting to refill the patient's pump but realized that despite the pump showing the expected volume at 5 mls, there was over 30 mls, so the patient was referred to a neurosurgeon. Actions/interventions taken included the neurosurgeon revising the catheter by cutting the kinked portion and splicing in a new pump segment. There was a kink at the pump segment, so the original intrathecal segment was left in place and replaced with a new pump segment. The pump aspirated completely fine after the case. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Manufacturer narrative:
Meddra code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.